Manufacturer narrative:
(B)(4). The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Once any additional information is available, this report will be updated.

Event description:
Boston scientific received information that during a normal follow up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with low pacing impedance measurements. Several of the measurements were below 200 ohms. In addition, there was an episode recorded in the arrhythmia logbook due to noise being oversensed on both the rv and shock channels. No adverse patient effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the data and confirmed that the pacing impedance measurements had been decreasing over time. Additional troubleshooting was also provided to help determine the reason for the observations. At this time, the ICD and rv lead remain implanted and in service.

Event description:
Additional information was received that further testing was performed at a later date; however, the noise could not be reproduced. No x-rays were taken and no further testing was performed. No adverse patient effects were reported. The physician has decided to continue monitoring the patient using the remote monitoring system.

Event description:
At a later date, it was reported that a revision procedure was performed. Prior to the revision, testing of the ICD and rv lead revealed that the pacing impedance measurements fluctuated when the patient moved their left arm. In addition, the patient experienced pocket stimulation when pacing threshold measurements were performed. During the revision, the physician was unable to retract the helix of the rv lead. As a result, the rv lead was capped and successfully replaced. Measurements on the newly implanted rv lead were all in normal range. The ICD remains implanted and in service. No additional adverse patient effects were reported.